Event description:
This event was captured based on literature review, performed via retrospective analysis of 243 patients who underwent 310 large vascular access site closures following structural heart cardiac interventions. All the procedures were performed in a tertiary cardiac care centre. The aim of the review was to assess the efficacy and safety of the perclose at and proglide suture-mediated devices using the preclosure technique, in achieving hemostasis at femoral venous access site following large sheath insertion (8 fr and greater). Immediate hemostasis (less than 2 minutes) was achieved in 304/310 (98%) access sites. Five patients (six access sites) had mild oozing of the access site requiring manual compression for less than 5 minutes. In eight access sites, the device failed to deploy appropriately in the initial attempt necessitating the use of a further device. The undeployed suture was removed and a new device was successfully deployed in all these patients. The article does not provide a correlation between either of the available closure devices used and the patient outcomes or device failures experienced in the interventional procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were 151 (62%) women, the mean age 43 (plus/minus 16) years. Date of event estimated as date of publication. Concomitant medical products: 234/243 (96%) patients received heparin. (B)(4). It is indicated that the devices are not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. Preclosure of large-sized venous access sites in adults undergoing transcatheter structural interventions. Tahir hamid, mbbs, mrcp (UK), fesc; rajinikanth rajagopal, mbbs, mrcp (UK); charlene pius, mbbs; bernard clarke, md, mrcp (UK), fesc, facc; and vaikom s. Mahadevan, md, mrcp (UK). Catheterization and cardiovascular interventions 81:586-590 (2013) doi 10.1002/ccd.24358. The perclose at devices referenced are being filed as a summary report in a separate medwatch report number.